Event description:
Pt reported high values vs another meter. Pt experienced symptoms of hypoglycemia: ibgstar meter gave glucose value of 150 mg/dl and 120 mg/dl 15 minutes later. Simultaneous test with papillon insulix meter gave 40 mg/dl.

Manufacturer narrative:
Meter was not returned to manufacturer for evaluation. Pt was not hospitalized. An updated report will be submitted if additional info becomes available.